Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a battery failure alarm (error code 1124). There was no patient involvement when the issue occurred. There was no patient or user harm reported. It was then confirmed that the device was receiving error code 1124 cbitbatteryfailed, and that the internal battery would need to be replaced to fix problem. The service engineer reported that the internal battery was installed. The device passed all performance verification testing. The system meets the specification for the performed service and is returned to use.